Event description:
It was reported that during an implant procedure that the catheter was unable to go into tether mode and when the right atrial leadless pacemaker (ralp) was redocked, the catheter jumped and there was premature separation. The device was able to be successfully implanted. The patient was stable following the procedure.